Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose level was unknown at the time of incident. The customer stated that the insulin pump failed the audio beep test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. Hardware low level failures was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on and increased volume with the audio feature functioning properly. No audio of alarm anomalies noted during testing.